Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. It was noted there was mass on the right atrial (ra) lead. The patient is enrolled in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.